Event description:
A patient reported experiencing inaccurate high results with a fasttake meter. The patient's blood glucose results were 390mg/dl, hlmg/dl (in the reported issue notes it states a result of hi putting 600 for value result). Tests were done <10 minutes apart with a difference of 38%. Patient did not experience any adverse events. No further information has been reported.